Manufacturer narrative:
Investigation summary: bd received a photo for investigation. Evaluation of the photo demonstrates underfill. Additionally, a total of 20 retained samples underwent functional testing, and all samples passed testing without any issues. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 5.4mg plus blood collection tubes, one (1) tube underfilled. There were no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® k2e 5.4mg plus blood collection tubes, one (1) tube underfilled. There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.